Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 results for two patient samples. Of the data provided, only the results for one of the samples were discrepant. The initial result was 150 umol/l and the repeat result was 66 umol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative checked the system and found the wash was occasionally overflowing and spitting. He replaced some of the tubing and checked all fill levels. Quality control was performed and was acceptable. No further issue was reported after the service actions.